Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a timing issue with the implantable pulse generator (ipg). It was noted the ipg was not mode switching appropriately during atrial arrythmia due to the blanked flutter search algorithm. The device remains in use. No patient complications have been reported as a result of this event.